Event description:
The customer returned the deflectable videoscope to the service center for a separate issue. During the device analysis, the service repair technician indicated that an image blackout was found. It was determined that the insertion tube unit needed to be replaced. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation through complaint information, a possible cause includes degradation problems. The most probable cause is traced to known inherent risk of device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.